Event description:
Procedure: gastrectomy. According to the reporter: anastomosis was performed with eea2535 and its anvil. After surgery, on the same day, the pt suffered from fever and shock and it was found major leak occurred. The pt is under observation.

Manufacturer narrative:
(B)(4).